Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 70 mg/dl. The customer indicated that she went to the hospital per her doctor's instruction as her blood glucose went from 260 to 116 mg/dl in 1 hour. The customer indicated that the pump is overdelivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was intermittent button response noted during testing due to flattened dome switch on the up arrow button, escape and act buttons. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The units left on reservoir tube matched properly with the units left on the status screen. The insulin pump functioned properly. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.